Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated they attempted to reset the insulin pump three times, but the alarm persisted. It was also found the customer had a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.